Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours after the implant procedure the patient was experiencing chest pain that was shooting from the shoulder and due to increased pain with atrial pacing, the right atrial (ra) lead was programmed off over night. When turned back on the next day, the ra lead was noted to have high thresholds, diminished sensing and an impedance measurement that had jumped to high. The lead was found to have dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.